Event description:
The suture was used during a submandibular duct stone removal. Reportedly the needle broke just as the suture was to be used as a retraction suture for the submandibular duct and the surgeon was unable to remove it intraorally because the needle went deep below submandibular duct, lingual nerve, artery and vein. Current pt status is unk at this time.